Event description:
It was reported that pump malfunction occurred with malfunction alarm displayed and no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer worked with technical support to reset pump using provided instructions, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction appeared again, which customer acknowledged and understood.